Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 380cc saline breast prosthesis, cat. #3503380, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. The deflation was discovered during a physical exam. As a result, the patient will undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 06/20/2018, mentor received additional information about the event: the date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018, the explantation date was originally reported to be (B)(6) 2018. New information states that the date of explant is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round high profile 420cc saline breast prostheses. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid and could not be weighed. Fluid appeared clear. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team observed a crease running from the anterior to the posterior aspect. A rent measuring approximately 0.6 cm was discovered within the crease on the posterior. No other anomalies were observed. A probable cause of the failure could not be determined. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/03/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).